Event description:
Information received indicates the bed has no functions working from either siderail.

Manufacturer narrative:
The technician replaced the left and right siderail ucm boards to repair the bed.